Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that the click feeling of each button is different. There was no issue with the image. The complaint has been confirmed and the root cause has been associated with a mechanical component failure. Factors, unrelated to the manufacturing and design of the device that could have contributed to the failure include failed button switches. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that the camera head lens button reacts differently so the image cut off, it was not appearing. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.